Event description:
The customer reported that the device was not powering up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was not powering up. There was no report of patient involvement. A philips field service engineer went to the customer site and verified the failure. Both the processor and therapy pcas were replaced to resolve this failure. Due to multiple parts being replaced we can not determine the cause of this reported failure. The device passed all post-servicing tests and remains at the customer site.